Event description:
In 2009, the patient reported that one month ago she was ill with a respiratory infection, and through blood work it was found that her blood glucose was elevated to 985 mg/dl and she had a fever. She was advised to go to the hospital. Her normal blood glucose level is less than 150 mg/dl. When she arrived at the hospital, her blood glucose had lowered to 300 mg/dl and she was treated with an insulin IV. She stated that she does not believe the infusion device is delivering insulin correctly. The infusion device was replaced, and requested to be returned for evaluation.